Event description:
The device was explanted due to end-of-life generator issues. Interrogation of the patient's medtronic bi-v ICD showed a battery voltage of 2.61 v, which reached the elective replacement indication (eri). The charge time was 10.4 seconds. In summary, the patient's medtronic bi-v ICD had reached the elective replacement indicator and therefore, he was scheduled for an ICD generator replacement.